Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 100% stenosed,chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the physician then exchanged the device with a non-bsc balloon catheter which also ruptured. The procedure was completed with a 2.5mm small peripheral cutting balloon (spcb)catheter. No patient complications were reported and the patient's status was good.